Event description:
The event is reported as: the bottle was leaking through from the cracked adaptor when connected. No report of pt injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.